Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bending rubber section has a white haze. A root cause could not be identified. Based on the results of the investigation for the error code, a problem was not detected. The cause of the white haze could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited error code e218 during inspection for use. There were no reports of patient involvement.